Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate's (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra was displaying an error message but she was unable to recall the specific error message. The reported issue stated "1 month ago". She claimed that 2 hours after the error message first occurred, she became sweaty. The patient denied receiving any form of treatment as a result of the reported issue. No blood glucose results were reported. The cca went through troubleshooting with the patient and noted that the reported issue was resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury 2 hours after the meter started to display the error message. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.